Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the ins felt to be moving in the pocket and would often tip, making recharging difficult. The patient tried to wear a brace and charging belt, but was unsuccessful getting the ins to lay flat to make charging easier. It was reported that the ins was not sutured at the time of implant. The patient felt it was tipping more on the side and requested it be secured in the pocket. Surgery was (B)(6) 2021 to secure the ins using suture.